Event description:
During follow-up, the device was found to be in back-up mode and unable to be interrogated. Device explant is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted. Further information was requested about the date of explant; however, it was not available.

Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on the default parameter settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion could not be determined.